Manufacturer narrative:
Additional 510(k)# that also applies to this complaint: k133317. Results: the jetd was kinked approximately 25.5, 31.0 thru 33.0, 98.0, and 148.0 cm from the hub. Conclusions: evaluation of the returned jetd revealed that the catheter was kinked. If the catheter is forcefully advanced against resistance, damage such as a kink may occur. During the functional test, resistance was encountered as the kink in the jetd was advanced through the hub of the demonstration neuron max and, therefore, the jetd could not be advanced any further. The neuron max identified in the complaint was not returned to penumbra for evaluation. The root cause of the resistance experienced during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jetd reperfusion catheter (jetd). During the procedure, the physician made two passes using the jetd. After the second pass, the physician noticed that the jetd was kinked. It was reported that the physician had felt resistance while advancing the jetd within the neuron max 6f 088 long sheath (neuron max). Therefore, the jetd was removed and the procedure was completed using a new jetd, the same neuron max, non-penumbra microcatheter, and stent retriever. There was no report of an adverse effect to the patient.